Event description:
The surgeon was dissecting around the uterine artery and needed to cauterize surrounding tissue. When the ligasure lf4318 was activated it would not work. The green bars on the ligasure lf4318 were at 2. The circulating nurse moved the green bars to 3, but the ligasure lf4318 still would not cauterize the tissue. The surgeon did not have time to swap out the ligasure lf4318, so he ended up suturing the surrounding area instead of cauterizing. The patient tolerated the procedure well. She was transferred to the recovery room in good condition.